Manufacturer narrative:
Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number, event date and implant date provided by the reporter the connector type is assumed to be a rapidport ex strain relief. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, patient data, or further event details.

Event description:
Physician reported during device implant, port anchors "did not deploy correctly."